Event description:
It was reported that a user of the ilet experienced a glucose excursion in which blood glucose was described as around 300 mg/dl and then declined to approximately 60 mg/dl within about ninety minutes while residing in a nursing facility; the user stated the low resolved without intervention before nursing staff arrived. Symptoms included hypoglycemia and preceding hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included review of available device reports and user-provided history, along with troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and no confirmed device-related cause, with the timing and pattern of glucose changes remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.